Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse inspected the analyzer and replaced multiple parts which included the reference electrode, buffer syringe, sample syringe, and wash syringe but the issue persisted. Upon further troubleshooting it was determined that the buffer valves had malfunctioned and causing failures. The fse replaced the ise buffer valve to resolve the issue. The fse performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied with service. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for sodium (na) on their au5800 clinical chemistry analyzer. The customer did not provide patient demographics, and the number of patient samples affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event.